Event description:
Additional information received from hcp indicating that cause remains unknown. The patient's dbs was interrogated on (B)(6) 2025. Hcp additionally clarifies that falls were likely not caused by the device.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va0xzn4 implanted: (B)(6) 2015product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the call, confirmed that their current implantable neurostimulator (ins) was not working and that they've been in touch with their healthcare provider (hcp), but they "wanted something" while their hcp didn't "want it". Patient mentioned that the "wires" on their head were moving around, and that they didn't think their ins has been moved, but they've fallen a time or two. Agent tried to review general therapy information, role of patient services, and to redirect the patient to their hcp, but patient kept cutting the agent off. When agent was trying to collect event information, patient kept cutting the agent off by closing the call.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# (B)(6) implanted: (B)(6) 2015 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 09-jun-2018, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.